Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant methotrexate (xmtx) results. Hsc has reviewed the information provided by the customer and the instrument data. No siemens product non-conformance was identified. Per the customer, one discordant low patient result was believed to be a result of a sample handling "mix up" in the laboratory but the result was later confirmed as correct. The instrument data was consistent with either bubbles or an underfilled reagent in the flex cartridge in use for the samples involved. The non-siemens methotrexate open channel method on the dimension vista requires the customer to hand fill the flex cartridge. No other tests or reagent cartridges were reported to have produced erroneous results for methotrexate. The dimension vista instrument was performing within specifications. The samples performed as expected when reprocessed so the questioned results are not a sample specific event. The customer is operational. The cause of the event is unknown. The dimension vista is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely elevated methotrexate (xmtx) results were obtained on two patient samples on a dimension vista 500 system. The results were reported to the physician(s) who questioned the results. The same samples were reprocessed on the same instrument on later dates. Lower results were obtained and corrected reports were issued. The customer stated that one discordant below assay range result (sample ID (B)(6)) was believed to be a result of a sample handling "mix up" by the customer. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated methotrexate results or due to the probable sample handling "mix up".